Manufacturer narrative:
The device was received for evaluation. Visual inspection was performed and revealed that the tubing was separated from the luer lock. The reported condition was verified. The determined cause of the reported issue was determined to be lack of solvent on the automatic application of solvent between tubing and male luer. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the male luer adaptor of a clearlink system non-dehp extension set disconnected from the set. This occurred during setup. There was no patient involvement. No additional information is available.